Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences. Customer states sensor glucose was 200 and blood glucose was 40 mg/dl. After troubleshooting, it was found that customer was adhering to calibration recommendation. Customer was advised that sensor may have malfunctioned. Customer was also advised to change sensor site. Customer does not have sensor available and was not able to return sensor. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.